Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick? Balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with another of the same device. There were no complications reported post procedure, and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick? Balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The device was removed, and the procedure was completed with another of the same device. There were no complications reported post procedure, and the patient condition was good.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device technical analysis: the device was not returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information, reported anatomical characteristics and the record review conducted at the complaint investigation site. It was reported that the balloon ruptured during the procedure. Based on the available information the balloon rupture was attributed to interaction between this device and the severity of the calcification present in the vessel being treated.